Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the unit was not working properly/tearing skin. The internal piece that rotates the cutter was not rotating and the combs were bending. Also the pins were very hard to open. The event occurred during surgery and more cadaver skin was required. There was a delay involved during surgery. But the delay time was unknown. No additional adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On november 7, 2018, it was reported that the unit was not working properly/tearing skin, internal piece that rotates the cutter was not rotating, the combs are bending, and the pins are very hard to open. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on december 3, 2018 revealed that the calibration and sample mesh could not be taken due to the bent comb. The roller, gear, and side plates were all visibly damaged. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on december 3, 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the calibration and sample mesh could not be performed due to the bent comb. The roller, roller gear and side plates all were visibly damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the calibration and sample mesh could not be performed due to the bent comb. The roller, roller gear and side plates all were visibly damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
Per follow up with customer, no delay in surgical procedure occurred.